Manufacturer narrative:
Qc was within the established ranges prior to and after the event. Bci field service engineer (fse) cleaned buildup that was found in the flow cell. The fse verified the instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na) results generated by unicel dxc 800 pro synchron clinical system for two patients. The results were not reported out of the laboratory. Subsequent testing produced lower results, which were reported out of the laboratory. There was no effect to patient or user.